Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2023-06914 and 3006705815-2023-06915. It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the ipg was not set to surgery mode. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.